Event description:
It was reported that during a lap colon procedure, the device did not staple properly. When the device was fired the jaws scissored across each other. They used a second similar device to complete the case with no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.